Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2023-00248: a facility reported that the mayfield ultra base unit (a2101) slipped on a patient during an unspecified case. Additional information has been received which states "to my knowledge this had no impact on the surgery or the patient. It was brought to the office without much information on the problem." No information has been provided on surgical delay.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
N/a.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -investigation of the returned unit was unable to duplicate slippage. However, the investigation showed that the handle was closed without the transitional being inserted which caused the handle to become misshaped. The shock cushion was damaged as well, and the right bracket roll pin was cracked. . To resolve the wear issues found, the shock cushion, adjustment wrench and roll pin will be replaced, along with general cleaning and maintenance performed. Further, the unit was sent to quality engineering for further investigation and the findings of the service & repair report were confirmed by quality engineering with no additional device deficiencies observed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint as slippage could not be duplicated. Probable root cause of the reported complaint is improper or suboptimal placement of the mayfield system on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.